Event description:
It was reported that there was a noisy egm prior to settling down to a normal reveal egm for the device. The device remains in use. No patient complications have been reported as a result of this event. It was reported that there was a noisy egm prior to settling down to a normal egm for the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Manufacturing site # was not pulled in and a generic site was selected.